Event description:
It was reported that tip detachment occurred. The target lesion was located in the non-tortuous right femoral artery access to the lower leg antegrade approach. A 300cm, 8cm poly tip v-18 control wire was selected for the treatment. A 18, x 150cm rubicon was advanced into the popliteal artery where the physician was attempting to cross into the tibial vessels. The v-18 wire was removed to re-shape the tip for a better angle; however, when the physician attempted to pull the wire back out of the rubicon, they felt some resistance until it was noted that the wire tip broke off about 7cm of the distal end where the wire was detached. This came out within the rubicon catheter so there were no fragments left inside the patient. The v-18 and rubicon were both removed as a unit with the wire still intact. There is no information if the fracture was caused by the rubicon. The procedure was completed using another of the same device. There were no patient complications reported.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the non-tortuous right femoral artery access to the lower leg antegrade approach. A 300cm, 8cm poly tip v-18 control wire was selected for the treatment. A 18, x 150cm rubicon was advanced into the popliteal artery where the physician was attempting to cross into the tibial vessels. The v-18 wire was removed to re-shape the tip for a better angle; however, when the physician attempted to pull the wire back out of the rubicon, they felt some resistance until it was noted that the wire tip broke off about 7cm of the distal end where the wire was detached. This came out within the rubicon catheter so there were no fragments left inside the patient. The v-18 and rubicon were both removed as a unit with the wire still intact. There is no information if the fracture was caused by the rubicon. The procedure was completed using another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The guidewire was bent at the distal tip section. The damage is related to excessive handling of the device and the technique used by the doctor during the procedure. It could possibly have affected the performance and integrity of the device, since based on the time event, the device was not damaged before entering the patient. Review did not identify any evidence of either the alleged issue(s) or any defect on the device.